Event description:
A pump declared a cartridge alarm during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer confirmed that they did not refill or reuse the cartridge and followed the correct load process. They successfully loaded a new cartridge after acknowledging the labeling.